Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event is not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported patient came to uncover implant #30 when it was noticed on new pano/CT there was significant bone loss. Granulation tissue was removed with the implant and we regrafted, allograft, and placed prf membranes (2). Symptoms as a result of the event: inflammation. The area was also grafted with allograft prior to and together with the original implant placement.